Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, after depressing the plunger the device pulled through and the physician lost arterial access. Manual arterial compression was used for approximately 25 minutes to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. No information was provided regarding user technique/anatomical conditions that may have affected the device performance. During manufacturing, all starclose se devices undergo inspection to verify the ribbon wings open properly, collapse completely, and are aligned and not damaged. A sample of devices from each lot must be successfully functionally deployed and destructively tested as part of lot release testing. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the loss of arterial access after depressing the plunger could not be determined. Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis.